Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable.  There is insufficient information within the text of this article to associate the reported outcomes with specific device manufacturer. The total number of the 590 revised depuy devices associated with the noted reasons for revision are unknown.  Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled ¿unicompartmental knee arthroplasty survivorship is lower than tka survivorship: a 27-year finnish registry study¿ written by tuukka niinimaki md, antti eskelinen md, phd, keijo makela md, phd, pasi ohtonen msc, ari-pekka puhto md, and ville remes md, phd published in clinical orthopaedics and related research on november 19, 2013 was reviewed. The aims of this study were to assess the survivorship of uka in the context of one large, northern european registry, and to compare the rates of survivorship with those of cemented tkas performed for primary knee osteoarthritis during the same 27-year period. 4713 patients underwent a uka. No patients were implanted with depuy. 83, 511 patients underwent a tka. There were 37 different products, with one of being pfc sigma (13,292). There were a total of 590 revisions of pfc sigma. Pfc sigma was noted to have 88.9% survivorship after 15 years. Adverse events related to tkas (not specific to pfc sigma) 1178 revisions for aseptic loosening. 395 revisions for malalignment. 144 revisions for prosthesis fracture. 101 revisions for instability. 528 revisions for infection. 92 revisions for bone fracture. 478 revisions for patella complication. 1496 revisions for other reasons.